Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/08/2015 with the following findings: on investigation, the display screen was found to be dim, faded and discolored. Investigation confirmed the alleged display issue. Additionally, the display lens was noted to be cracked near the bottom right corner of the screen. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.